Event description:
Rep reported that the drain was occluded above the chamber. The doctor suspected that where the anti reflux is situated could be possible brain matter. They could not open the stop cock back up. The doctor also pushed distally and could not get any movement. The patient is in stable/critical condition. The doctor commented that this could have contributed to a serious injury to the patient.